Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a strong reaction to the implantable pulse generator (ipg) system and experienced redness, swelling, and itchiness. It was also observed that there was a solid structure under the skin around the pacemaker and breast. The system was subsequently explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.